Manufacturer narrative:
Added expiration date. Device investigation narrative - one meniscus mender set was returned for evaluation. Visual assessment of the set confirmed the reported complaint of the loop being twisted. It cannot be determined where or when this damage took place. A review of the complaint database confirmed a total of (B)(6) complaints has been filed for this part number for this failure mode in the last three years. As a result we have determined this incident to be isolated in nature and no additional actions are warranted at this time. Please note per the device IFU "the disposable meniscus mender ii kit is intended for use in the repair of torn menisci in the knee joint". Added manufacture date. Device evaluate by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
When the package was opened, one of the suture loop was noticed that the proximal edge of the loop was twisted. The surgeon tried to use it but it could not be passed through the spinal needle. As he hesitated to sew the tear or not, he stopped sewing it. There was 10 minutes delay in the operation. No patient injury was reported. Additional information received indicated that the surgery was cancelled even though a back-up device was available.